Event description:
The report stated that the ventilator 1000 went e-8 on 12/21/96 while on a pt. They changed out the ventilator and the pt was not injured. The hosp did not have any pt info or ventilator setting.